Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. Unable to verify auto off alarm anomaly due to unresponsive buttons. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that her insulin pump had keypad anomaly. Insulin pump was alarming auto off alarm and customer was unable to clear it. Customer was advised to press esc and act button to clear the alarm but did not work. Customer's blood glucose level at time of incident was 309 mg/dl. Customer was able to treat her high blood glucose level with an insulin injection. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer will return the device for analysis.